Manufacturer narrative:
Reported events of failure to capture, sensing problem, low impedance, and dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further electrical analysis performed found no anomaly contributing to capture, sensing, or impedance problem.

Manufacturer narrative:
Reported events of failure to capture, sensing problem, low impedance, and dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further electrical analysis performed found no anomaly contributing to capture, sensing, or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that an asymptomatic patient presented to clinic with their right ventricular leadless pacemaker exhibiting loss of capture, decreased sensing, and low pacing impedance. An x-ray revealed that the device had experienced a microdislodgement, pointing down towards the apex. The initial implant of the device was noted to be difficult solely due to patient anatomy, but all measurements were within normal limits. The device was explanted and replaced. Patient was stable.